Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation. Surgical intervention may be pending to address this issue.

Event description:
Follow pu information identified ther patient was implanted with a pain pump to enhance pain coverage. The scs system is still functioning.